Event description:
The customer reported the system displayed an interlock error message but regained functionality after a reboot. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel cable was found pinched during the service call. The reported issue is currently under investigation.